Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and missing battery cap metal contact. Unable to perform displacement test, self test or verify unexpected battery power loss, low battery and failed battery test alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. The customer received replaced battery test alarms with low battery alarm. Customer report timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer reported that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer reported that the new battery did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.